Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the pt cannot bend her knee. She is in pain. She has reached out for other doctor's help and no one seems to be able to help her. She had arthroscopic surgery in (B)(6) 2010. They were supposed to manipulate the knee while under anesthesia and remove adhesions. She is still in pain and cannot bend her knee. She would like to know if something is wrong with her implants and if we can recommend anything that might help her."